Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq sent a drug order to an incorrect route via the esi interface.

Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that mosaiq sent a drug order to an incorrect route via the esi interface. An investigation was initiated by evaluating the product and reviewing the reported information. The customer was contacted multiple times to obtain the data necessary for a thorough investigation; however, all attempts to gather additional information were unsuccessful. Based on the available data, there is no evidence of patient mistreatment. Additionally, upon review, the initial assessment was incorrectly categorized as 'safety'. The appropriate classification should have been 'unlikely to cause death or serious injury,' as the issue would be detectable prior to use.